Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that on 30 september 2012, a 21mm was implanted in a patient with calcified aortic stenosis. In april 2015, the average aortic transprosthetic gradient was at 33 and maximum at 50, knowing that during the last control it was 22 on average with a maximum at 44. There was a discreet periprosthetic aortic leak on a discreet thickening of the aortic rings. In november 2019, the aortic bioprosthesis began to degenerate; associated symptoms included progressively worsening dyspnea. In march 2020, degeneration of the modified bioprosthesis with predominantly stenosing was also observed. In april 2020, acute pulmonary edema on the ground of degeneration of aortic bioprosthesis was observed and awaiting aortic valve replacement. Ultrasound showed dilatation of the left ventricle (lv) with moderate global hypokinesia and lvef at 45-50%, normal non-dilated aorta. Very tight calcified aortic stenosis on bioprosthesis with leaky component. Mean vg-aorta gradient at 83mmhg. Aortic surface at 0.57 cm2. Aortic vmax at 573 cm/second. Minimal grade 1 out of 4 periprosthetic aortic insufficiency. Absence of mitral stenosis on very calcified mitral valve. Minimal grade 1 of 4 mitral regurgitation. Elevated left ventricle (lv) filling pressures. Left atrium (la) very dilated with la surface at 39 cm2. Normal od. Normal rv with preserved systolic function. Tapse at 19mm. Moderate pulmonary arterial hypertension with paps at 54 mmhg + pod. Minimal grade 1 of 4 tricuspid insufficiency, dilated tricuspid annulus measured at 149 mm. Normal pulmonary valve. Physiological minimal pulmonary insufficiency. Absence of pericardial effusion. It was reported that on 20 april 2020, the trifecta was explanted and replaced with a new 21mm trifecta valve. Patient status is unknown. No additional information was provided.

Manufacturer narrative:
As reported in a research article three years after implant a peri-prosthetic leak was noted. Seven years after the valve was implanted the valve begin to "degenerate". Stenosis of the valve was noted about 8 years after the valve was implanted, and the valve was explanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The cause of the stenosis could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.